Event description:
It was reported that an alert was triggered for the right ventricular lead. The lead was oversensing and insulation damage is suspected. The physician attempted to extract the lead but the attempt failed. The lead was replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted as ten ventricular non sustained tachycardia episodes <=210 ms occurred between (B)(6) 2012 14:22:02 and (B)(6) 2012 16:20:02. Interference/noise was also noted as ventricular short interval count was 17.2 counts avg/day, in 3.20 days, between (B)(6) 2012 11:33:14 and (B)(6) 2012 16:20:46. One lead integrity alert was triggered for lead failure predictor on (B)(6) 2012 13:07:03.